Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the lid is scratched and popped out of place. Functional inspection indicated the console would not power up. Root cause is determined be contact with another source &nbsp. A document review was not performed because this failure is confirmed not to originate from manufacturing, packaging, or labeling defects &nbsp. No further investigation is required.

Event description:
It was reported that console was not working. It is unknown which procedure was being performed, when the event happened, if there was patient involvement, if there was a delay in the case and if a backup device was available. After investigation it was noticed that the console would not power up.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, visual inspection reported damage to the outer casing and lid was out of position, the functional evaluation found the device failed to power up, establishing a relationship between the device and the reported events. The root cause identified as a damaged circuit board and contact with another source. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.